Event description:
User site contacted the technical service department of the manufacturer mentioning that a siderail arm cover, at foot end, was broken. It was further reported that a patient, while exiting the bed, was cut on the broken component.